Event description:
It was reported that the patient and spouse requested assistance setting up a new ilet, the device was successfully set up, and the patient was using comfort detach 23"-6 mm infusion sets with a dexcom g7 sensor; an elevated blood glucose of 296 mg/dl was observed during setup, which subsequently returned to 178 mg/dl within the same morning without alerts or alarms. Symptoms included hyperglycemia. Outcomes included no long-term health impact and no hospitalization. Investigation included customer service troubleshooting and education on device setup and use. Investigation of this case revealed no device malfunction or alarm activity, and no component issue was identified; the hyperglycemia resolved after setup completion. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.